Event description:
Nellcor pulse ox machine reads "error" when turned on. Biomed has not been able to locate this device, after several attempts with department staff's help. After several attempts, state the device was placed in the dirty utility room for pick up. This device was inactive in the system, so a work order would not be able to be entered with the ce#. Biomed never received a work order for this device. Biomed unable to find pulse ox. Unable to provide further information or identifying details.